Manufacturer narrative:
This report is submitted on august 15, 2019.

Event description:
Per the clinic, the patient experienced inflammation at the abutment site that was treated with an antibiotic (oral and topical).